Event description:
Heartware presents with melena and anemia (hemoglobin (hgb) 6.5) in the setting of international normalized ratio (inr) 2.0; (no aspirin therapy) requiring 3 units transfused blood. Endoscopic evaluation failed to identify bleeding source. Successfully bridged with heparin to coumadin.